Event description:
Hemodialysis catheter placement using kit. Following insertion of catheter over guidewire, attempted to remove the guidewire; met some resistance and withdrew catheter about 2 cm. Withdrew guidewire; when guidewire was out of catheter, noted frayed/broken wire strand and deformation of guidewire. Guidewire was whole but severely compromised.